Event description:
Event verbatim [preferred term there are reconstitution issues with the gel-flow nt/that process doesn't result in mixing that is consistent always circumstance or information capable of leading to device use error. Narrative: this is a spontaneous report received from contactable reporter(s). (Consumer or other non hcp) from a sales representative. A patient (no qualifiers provided) received absorbable gelatin (gel-flow nt). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: circumstance or information capable of leading to device use error (non-serious), described as "there are reconstitution issues with the gel-flow nt/that process doesn't result in mixing that is consistent always". The action taken for absorbable gelatin was unknown. Additional information: a pfizer employee reported there are reconstitution issues with the gel-flow nt: during reconstitution, it was conveyed to the caller that the new and future iterations of gel-flow nt were being developed that don't require saline or thrombin saline solution to manually reconstitute. This is because there are reconstitution issues with the gel-flow nt. The mixture of the gelfoam powder within the syringe isn't reconstituting in a consistent fashion. To use the gel-flow nt, the hcp user would connect the syringe of either saline or thrombin to gel-flow adapter piece, female to female luer connection. The user then would transfer diluent of saline or thrombin saline solution into gel-flow syringe and swish back and forth. That process doesn't result in mixing that is consistent always. It was stated that it was noteworthy that there were no complaints for the mixing performance of the gelflow nt product, given that there is work in process to address the mixing performance via future product development. The reporter considered "there are reconstitution issues with the gel-flow nt/that process doesn't result in mixing that is consistent always" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected.

Event description:
Event verbatim [preferred term] there are reconstitution issues with the gel-flow nt/that process doesn't result in mixing that is consistent always [circumstance or information capable of leading to device use error], narrative: this is a spontaneous report received from contactable consumer from a sales representative. A patient (no qualifiers provided) received absorbable gelatin (gel-flow nt). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: circumstance or information capable of leading to device use error (non-serious), described as "there are reconstitution issues with the gel-flow nt/that process doesn't result in mixing that is consistent always". The action taken for absorbable gelatin was unknown. Additional information: a pfizer employee reported there are reconstitution issues with the gel-flow nt: during reconstitution, it was conveyed to the caller that the new and future iterations of gel-flow nt were being developed that don't require saline or thrombin saline solution to manually reconstitute. This is because there are reconstitution issues with the gel-flow nt. The mixture of the gelfoam powder within the syringe isn't reconstituting in a consistent fashion. To use the gel-flow nt, the hcp user would connect the syringe of either saline or thrombin to gel-flow adapter piece, female to female luer connection. The user then would transfer diluent of saline or thrombin saline solution into gel-flow syringe and swish back and forth. That process doesn't result in mixing that is consistent always. It was stated that it was noteworthy that there were no complaints for the mixing performance of the gelflow nt product, given that there is work in process to address the mixing performance via future product development. Product quality group provided investigational results on 08jun2022 for absorbable gelatin: investigation summary: gel-flow nt product specification psi 161 rl stated that "powder must thoroughly mix with saline within 10 full exchanges and reliably deliver mixed hemostatic matrix to the bleeding site." Within the clinical procedure overview, the physician should wait for 10-15 seconds after pushing the saline/thrombin solution into the gel-flow syringe so that the gel foam powder is saturated. The physician should then continue exchanging the solution between syringes until all components are thoroughly mixed and the consistency is even. This should require approximately 10 exchanges. However, if the mixture does not appear uniform, one should perform additional exchanges until a homogenous mixture is reached. Therefore, the investigation concludes that due to the nature of manual reconstitution, additional exchanges may be performed to reach a homogenous solution. The physician should visually verify that the mixture is consistent before patient use. No follow-up attempts are possible. No further information is expected. Follow-up (08jun2022): this is a follow-up report from pfizer product quality group providing investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
Investigation summary: gel-flow nt product specification psi 161 rl stated that "powder must thoroughly mix with saline within 10 full exchanges and reliably deliver mixed hemostatic matrix to the bleeding site." Within the clinical procedure overview, the physician should wait for 10-15 seconds after pushing the saline/thrombin solution into the gel-flow syringe so that the gel foam powder is saturated. The physician should then continue exchanging the solution between syringes until all components are thoroughly mixed and the consistency is even. This should require approximately 10 exchanges. However, if the mixture does not appear uniform, one should perform additional exchanges until a homogenous mixture is reached. Therefore, the investigation concludes that due to the nature of manual reconstitution, additional exchanges may be performed to reach a homogenous solution. The physician should visually verify that the mixture is consistent before patient use.